Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage noted on the motor or electronic assemblies noted during visual inspection.

Event description:
It was reported that the numbers of the insulin pump were scrolling while the customer tried to deliver a bolus, which was followed by a button error alarmed. The buttons of the insulin pump were unresponsive. The customer's blood glucose was 129 mg/dl. The customer stated that they went to the swimming pool but the insulin pump was not exposed to any water; they had the insulin pump in their breast area and underneath the bathing suit. The customer stated that the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).